Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for two samples from the same patient tested for (B)(6) on a cobas 6000 e 601 module (e601). Erroneous results were reported outside of the laboratory. The first sample resulted with a value of (B)(6). The sample was tested on an abbott analyzer, resulting as (B)(6). A second sample collected from the patient on (B)(6) 2018 resulted as (B)(6). No adverse events were alleged to have occurred with the patient. The serial number of the e601 analyzer was asked for, but not provided.

Manufacturer narrative:
Based on the investigation of the sample, the sample is most likely from a hiv negative person with a cross-reactivity to hiv-1 antigens. In contrast, real positive hiv samples show a broad reactivity range of hiv specific antigens. This was not the case for the patient sample in question using two independent methods. The hiv assay was determined to be working within specifications.

Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations of the sample yielded the following results: fujirebio inno-lia hiv I/ii score: indeterminate (pg41,p17 bands). Biorad new lav blot I (hiv-1): indeterminate (faint band p18/17 (+)). Biorad new lav blot ii (hiv-2): negative.